Event description:
Procedure type: lap appendectomy. According to the rptr: during the appendectomy, the surgeon created a window through the mesoappendix and the base of the appendix was to be divided with use of the stapler. The stapler misfired causing spillage of intraluminal appendiceal contents consisting of pus and small flecks of stool and multiple staples which dropped into the field. The area was irrigated and aspirated. Some of the misfired staples were removed.

Manufacturer narrative:
(B)(4).